Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt's ipg received a low battery warning. It was determined with the pt's low settings was due to passivation. The battery flag was cleared by sjm representative which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.